Event description:
Additional information received reported that the patient no longer had concerns with the device or therapy. The patient "had much trouble" with the device, but after having the device changed was fine. It was reported that the patient "wished the batteries lasted longer".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator battery depleted after 2 years. This appeared to be normal battery depletion, but the pt had been told by the hcp that it would last 4 years. No longevity calculation was performed. Add'l info has been requested, but was not available as of the date of this report.